Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. As a precaution, the power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. As initially reported, a review of the downloaded electronic data confirmed that the customer's device experienced an inappropriate loss of power, however the cause of this could not be determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device cycled power by itself twice during a patient event. The customer advised that the device cycled power the first time after a blood pressure reading was taken while the apnea alarm was sounding. Shortly thereafter, the device cycled power again. After the second power cycle, the device functioned properly for the rest of the case. The device was reported to be stationary and connected to ac power. The patient was being monitored only. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The customer was unable to provide further details on the event or the patient. . Each time the device was powered back on by the customer. After the last power off, the customer removed and reseated the batteries. Thereafter, proper device operation was observed for the rest of the patient transport. The device was used for patient monitoring only. The patient, a 75 year old female did survive. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issues. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device cycled power by itself twice during a patient event. The customer advised that the device cycled power the first time after a blood pressure reading was taken while the apnea alarm was sounding. Shortly thereafter, the device cycled power again. After the second power cycle, the device functioned properly for the rest of the case. The device was reported to be stationary and connected to ac power. The patient was being monitored only. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The customer was unable to provide further details on the event or the patient. . Each time the device was powered back on by the customer. After the last power off, the customer removed and reseated the batteries. Thereafter, proper device operation was observed for the rest of the patient transport. The device was used for patient monitoring only. The patient, a (B)(6) year old female did survive. The customer advised that there were no adverse effects to the patient as a result of the reported issue.